Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was severly calcified and severely tortuous. The 2.50x16 mm taxus express2 drug eluting stent was unable to cross the lesion. The stent 'edge' was lifted up. The lesion was predilated and the procedure was completed by placing a 2.50x 16 mm taxus stent. No pt complications were reported. Pt status reported as "good."